Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-1926bcsp 3.5mm pushlock, biocomp, self-punching, had an issue during a cuffmend procedure on (B)(6) 2025. When the surgeon started to punch the anchor into the bone, the tip of the anchor broke off upon insertion inside the patient¿s bone. The fragment was removed from the patient, and there was no harm. Another ar-1926bcsp 3.5mm pushlock, biocomp, self-punching, with the same lot number, was used to complete the procedure successfully. The complaint device was discarded, and a picture was taken. There was a 2-minute case delay, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Photographic evidence provided from the field of an ar-1926bcsp, with batch number 15454744, revealed that the anchor was missing. No photos were submitted of the anchor. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying or leveraging the device during insertion.